Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. There was blood on the distal conductor of the lead and it was obstructed. Blood was observed on the sleevehead of the lead. Blood was observed on the shaft seal of the lead. The monolithic controlled release device of the lead was torn. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the lead showed high impedance with low sensing and high threshold at the first implant site at the mid-septum. It then took the surgeon several tries to reach the apex and then the surgeon was not able to screw the helix out again as it was stuck in the lead. The lead was then removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.